Manufacturer narrative:
Visual inspection of returned lens found two haptic arms bent and a large wedge of the optic was torn out and missing. Functional testing could not be performed due to the damaged condition of the product. Inspection of a retain sample from the same lot (#7474615) and review of device history records (DHR) indicated no anomalies. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the complaint investigation.

Event description:
It was reported that the lens implanted in patient's left eye vaulted (z-syndrome) approximately 2 months post implant. A yag was performed on (B)(6) 2016, and approximately 1 month later the lens was explanted and replaced with a different model lens. Reportedly patient's status is good post lens exchange.

Manufacturer narrative:
The explanted lens was requested but not returned; therefore, a product evaluation could not be performed. Inspection on retain sample from the same lot (7474615) and review of device history review (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined.